Event description:
Boston scientific received information that loss of capture due to high thresholds was noted on this right ventricular lead for this pacemaker dependent patient. As the patient was dependent, and unknown amount of asystole may have occurred due to the issue. Upon investigation, it was noted that the device was in retry mode due to the high thresholds as automatic capture was on. During the interrogation, the patient was noted to have passed out, and although the root cause of this syncope was not determined it was not assumed to be due to device function as normal behavior was noted during the interrogation. There was no allegation or evidence of a pulse generator issue at any time. A revision was performed to reposition this lead, with no other issues noted. At a follow up appointment, the lead was noted to have normal function with no ongoing issues noted.

Manufacturer narrative:
The lead was repositioned and remains in service. No further information is available. This report will be updated if more information becomes available.